Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 3.0 x 8 mm drug eluting stent could not cross the lesion. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.